Manufacturer narrative:
Section e: initial reporter phone number received as: (B)(6). Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate 3 system controller. The submitted and downloaded controller event log files contained overlapping relevant data from (B)(6) 2026 to (B)(6) 2026 per timestamp. Throughout the log files, backup battery fault alarms were captured due to the backup battery not passing the load test. The backup battery did not pass the load tests due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The alarms briefly resolved each time a self-test was performed before reactivating. On (B)(6) 2026, the driveline was disconnected and shortly after both power cables were disconnected. This series of events is consistent with the controller exchange. The pump operated as intended while the driveline was connected and there were no other notable events captured. The retuned system controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. The provided information indicated a numerous self-tests were performed during troubleshooting before the controller was exchanged, and the alarms resolved. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number hsc-104507, was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported to clinic after calling the ventricular assist device (vad) team with their first reported backup battery (bb) fault which did not clear over the phone with system controller self-test. The patient was connected to the heartmate touch in clinic to download the attached log files. After log files were downloaded a second controller self-test was completed which successfully cleared the alarm. The patient remained in clinic for approximately 20 minutes to ensure the alarm did not recur. Log files were submitted for review, and the event log file captured some intermittent bb faults on (B)(6) 2026. The bb fault was due to the bb failing the load test. It was stated on (B)(6) 2026 that the patient reported a second backup battery fault on (B)(6) 2026 after the initial occurrence. The patient attempted an initial self-test which did not clear the alarm but when they tried again on (B)(6) 2026, the alarm did clear successfully without reseating. As such, the patient was brought in for log file download and subsequent controller exchange for suspicion of fretting corrosion on the controller ribbon cable. Log file review was requested, and the event log file captured the additional bb fault events. Controller exchange resolved the alarms.